Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after an infusion set and supply change with the ilet, the user experienced rising blood glucose that reached 244 mg/dl and continued to increase despite visible drops during supply testing; the user performed another site change and later announced a meal, which could delay glucose reduction. Symptoms included hyperglycemia. Outcomes included no alerts or alarms and no hospitalization. Investigation included telephone-based troubleshooting and education, including supply testing and site change guidance, with follow-up to monitor glucose response. Investigation of this case revealed no visible evidence of infusion site failure and no device alarms, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.